Event description:
It was reported that a new ilet user requested assistance with meal announcements and, during education on device use and reports, accidentally entered two meal announcements instead of one, after which breakfast was successfully announced; no alerts or alarms were reported. Symptoms included no adverse clinical effects, and the user¿s blood glucose was reported as 176 mg/dl and steady with ongoing self-monitoring. Outcomes included no injury and no medical intervention, emergency care, or hospitalization. Investigation included customer support troubleshooting and user education on proper meal announcement workflow and review of pump reports. Investigation of this case revealed user error related to duplicate meal entry without evidence of device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction error mitigated through education and monitoring.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.